Event description:
It was reported that about an hour after started npwt utilizing pico 7, it was noticed the dressing was not compressed although the ok lamp flashed and the leak indicator lamp did not flashed. The pump was not generating the noisy sound at the time. The start button was pushed again and it was confirmed the dressing was compressed, but after a while, the same problem occurred. It was repeated three times. The pump and the dressing were exchanged, then the treatment was continued. No patient harm. No delay was reported.